Event description:
It was reported that at the implant procedure, the physician complained of redundancy or excess insulation. When the lead was inserted into a 9fr introducer sheath, the lead was tight and there was not much maneuverability. The insulation seemed to "crinkle" or "back up" at the valve of the sheath. There were also issues with the helix not wanting to retract/extend and the helix would pop out after about 15-20 turns. Neither direction was smooth going in or out with the helix. However, the electrical performance was normal so the lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.